Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual examination indicates that the device exhibits signs of repeated use ( nicked or gouged ) and one of the flutes has fractured off. Device history record was reviewed and no discrepancies were found. Surgical notes were not provided. Root cause was determined to be wear and tear over a successful field life. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the cutting bar was broken. Attempts have been made and additional information on the reported event is unavailable.